Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified. It was additionally noted that the customer does not always use a brush during device cleaning/reprocessing. A definitive root cause of the issue could not be determined, however, the issue was likely the result of the user not following appropriate reprocessing instructions. It is believed that there was a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. Olympus provided the customer with instructions for proper reprocessing, particularly emphasizing the importance of brushing the scope even if use the working channel was not used. The issue may be detected/prevented by following the instructions for use sections below: lf-gp operation manual chapter 3 preparation and inspection. Lf-gp reprocessing manual 3.3 precleaning, 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that foreign material was observed in the working channel of the scope. It was additionally reported that the customer does not always brush the scope during device cleaning/reprocessing. *no positive culture event was reported.

Event description:
It was reported that, during preventative maintenance, the tracheal intubation fiberscope tested positive for colony forming units (cfus). All channels were sampled. Foreign material was found in the working channel of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. The investigation is ongoing. The physical device evaluation has not been completed. The microbiological analysis results are pending. After further inspection it was discovered the customer did not always brush the scope, so instructions for proper reprocessing especially emphasizing importance of brushing the scope was provided, even if they did not use the working channel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.